Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested by phone, fax and mail on 03/12/2012, 03/13/2012 and 03/23/2012. A questionnaire was received on 05/01/2012. (B)(4).

Event description:
A surgeon reported a pt with anterior fibrosis in both eyes following intraocular lens (iol) implant surgery. Add'l info was received from the surgeon who indicated that the event resolved with a yag laser "membranectomy." The surgeon also reported there has been an increased incident of pts with anterior capsular fibrosis following iol implant surgery. He reported that he has seen this ten days to three weeks postoperatively. The surgeon reported that he has occasionally observed posterior capsular opacification (pco) with no change in incident rates. There are three medical device reports associated with these events. This report is for the first pt, right eye.